Event description:
A spouse of a patient reported that the adhesive pad of a v-go device did not stay attached to the patient's body and fell off. Upon follow-up, the patient stated that one device fell off after 22 hours and another device fell off after 2 hours. The patient changes sites between abdomen and upper arm. The patient confirmed that they prep the infusion site by wiping the skin with alcohol prior to applying the devices. The patient stated that a product sample is available for return to the manufacturer for evaluation, however to date, has not been received.

Manufacturer narrative:
Device evaluation: three devices were received and evaluated for the complaint regarding the device fell off event. All device functions were tested, and no issue was observed. Due to the used condition of the foam pod, the original adhesion properties could not be verified. The complaint for these devices could not be confirmed.